Manufacturer narrative:
The part actually malfunctioned is "paddle" instead of "handle".

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the self test failed due to malfunction of handle. The customer was waiting for the replacement of the handle in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of handle. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
Reporter last name: (B )(6), a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the self-test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.